Event description:
A valiant captivia stent graft ((B)(6)) was intended to be implanted during the endovascular treatment of a thoracic aortic intramural hematoma. It was reported during the index procedure, during prep of the delivery system, flushing of the graft cover was extremely difficult and the team were unable to flush air from the graft cover adequately. No obstruction was observed. There was no damage noted to the device or device packaging. And the device was not in contact with the patient. A replacement device of the same size was used and implanted successfully per the physician the cause of the inability to flush the delivery system is undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device returned with the external slider and tip capture release handle in the home position. A kink was visible on the sideport tubing. A gap of 1cm was observed between graft cover tip and the taper tip nose cone. No resistance was noted when flushing the graft cover/stent graft via the sideport extension. The guidewire lumen was flushed via the luer with no leak observed. There was no deformation observed to the device which could have hindered flushing of the device. The reported difficulties flushing the device could not be confirmed through analysis. Ruler cal. # (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.